Event description:
During thoracotomy/lobectomy procedure, stapler could first not be opened. When it was opened, staples had misfired. Pulmonary artery was sutured closed. No untoward effect on patient. Device to be returned to co for evaluation.